Manufacturer narrative:
An event regarding wear involving a trident liner was reported. The event was confirmed through visual inspection of the device. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted liner with evidence of wear. There is also a significant amount of biological matter present on the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra- operatively, excessive trunnion wear and liner wear were noted. The stem, head and liner were revised. Rep has some additional pictures, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra-operatively, excessive trunnion wear and liner wear were noted. The stem, head and liner were revised. Rep has some additional pictures, and reported that no further information will be released by the hospital or surgeon.